Event description:
Boston scientific received information that the patient with this pacemaker underwent a right atrial (ra) lead revision due to a dislodgement a few days after the implant procedure. Following that procedure, there was loss of capture and pacing inhibition. The field representative indicated the rate would suddenly drop and the patient has a underlying rhythm of 40 beats per minute (bpm) with no pacing. The field representative indicated the physician suspects a connection issue. A revision procedure has been scheduled to either check the setscrew connection or replace the system. No adverse patient effects were reported. Additional information indicated that the lead was crushed (subclavian) in two spots upon inspection of the lead. The lead was explanted.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.